Event description:
It was reported a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Ten days post index procedure the patient was hospitalized and died due to an acute subdural hematoma.